Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented very ill and actually coded but was resuscitated. A perforation in the distal right coronary artery was sealed with the graftmaster on (B)(6) 2017; however, on (B)(6) 2017 the patient coded again and died. This was no fault of the graftmaster that was implanted the day prior. No additional information was provided.